Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2018 by dr. (B)(6) at (B)(6) medical center in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2018 by dr. (B)(6) at (B)(6); the filter was not able to be retrieved. The patient had a second scheduled retrieval procedure on or about (B)(6) 2018 by dr. (B)(6) at (B)(6) medical center in (B)(6); the filter was not able to be retrieved. The complaint alleges that the filter is embedded, tilted and fractured and there were multiple retrieval surgeries. The complaint specifically alleges ¿filter unable to be removed. Small fractured strut remains in left lung pulmonary artery¿. Argon¿s attorneys are attempting to gather additional information.